Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on charged coupled device unit, a noisy image occurred. The most probable caused traced to component failure. Based on the results of the investigation, it is likely the following led to the malfunction light guide lens has corrosion: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited noisy image and corroded light guide lens. There was no patient involvement.